Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the blue tip was missing. Microscopic inspection revealed that male luer collar ears were adhered to the luer shaft. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective blue cap had an issue detaching from the tubing of the interlink system continu-flo solution set. This occurred prior to use. There was no patient involvement. No additional information is available.